Manufacturer narrative:
Based on the data provided, a hardware issue could not be confirmed. The customer returned a sample for investigation. The investigation could not confirm the customer¿s complaint. Based on the investigation, the issue is consistent with a patient sample issue. Due to limited data, a root cause could not be determined.

Manufacturer narrative:
A general reagent problem was ruled out because calibration and quality control were acceptable. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable iron2 iron gen.2 results for one patient from the cobas integra 400 plus analyzer. The sample was tested twice with initial results of 0 ug/dl. On (B)(6) 2019, the sample was repeated and the result was 1 ug/dl. The sample was sent to another laboratory and the result was 23.55 ug/dl. No questionable result was reported outside of the laboratory. The reagent lot number was 38707901 with an expiration date of 31-jan-2020.